Manufacturer narrative:
(B)(4).

Event description:
It was reported "after implantation of the balloon on (B)(6) 2024 during an emergency pci performed by a physician, the balloon was found to be ruptured. After replacing the balloon with a new one, blood leakage from the helium channel was noted on the evening of (B)(6) 2024 and after removing the balloon, the central lumen of the balloon was found to be broken". The device was removed and replaced. No delay to therapy. No patient complications or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "after implantation of the balloon on (B)(6) 2024, during an emergency pci performed by a physician, the balloon was found to be ruptured. After replacing the balloon with a new one, blood leakage from the helium channel was noted on the evening of (B)(6) 2024, and after removing the balloon, the central lumen of the balloon was found to be broken". The device was removed and replaced. No delay to therapy. No patient complications or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the product was not returned for investigation; however, the customer provided three photos for evaluation. The first and third photo show liquid blood within the helium pathway of the intra-aortic balloon catheter (iabc). The second photo shows a damaged/broken central lumen within the flex-tip assembly area. The finding noted in the photos is consistent with the reported complaint. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab blood in helium pathway is confirmed based on the customer photos provided with the complaint report. In the photos, the iabc central lumen/flex-tip assembly was noted broken/ damaged. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to address the issue.